Event description:
Hamilton co was informed of an event that occurred in 2006, in which the hamilton microlab at +2 instrument reportedly emitted a burning smell. No death or injury resulted from this event. This report is associated with hamilton customer.

Manufacturer narrative:
Our distributor for the device, roche diagnostics, has investigated this event and has evaluated the instrument. The instrument was found to have a burned out controller board for the barcode scanner. The instrument has been repaired and returned to service.